Manufacturer narrative:
The report of inadequate capture and dislodgement were unconfirmed. The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
Related manufacturer's reference number: 2017865-2021-18580. It was reported the patient' presented in the clinic for a routine follow up. It was observed that the patient's right atrial and right ventricular leads had inadequate capture, and both were found to be dislodged. Both leads were explanted and replaced on (B)(6) 2021. The patient has been discharged from the hospital.